Manufacturer narrative:
(B)(4). S/w version 5.2 a. Retainer ring = black. Customer returned pump for an alleged blank display found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No unexpected low battery alert noted during testing. However, pump was received with high sleep current during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the power management graph confirmed esd latch-up on an ic. Low battery alert found in the history files/ traces on (B)(6) 2021 at 3:06 pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out test case, pcba 1 and pcba 2 one by one and the sleep current still out of range (>1ma). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Short battery life was confirmed due to high sleep current. Unable to determine the root cause for high sleep current, problem isolated to electronic assembly.   Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery of insulin pump was lasting less than expected. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, the customer will discontinue use of the device.